Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a cardiac catheterization procedure. The customer reports that there was no difficulty with device insertion, foot deployment or needle deployment. The physician was not able to fully park the foot, the lever was reported to "not go down all the way." The physician then changed the position of the device and tried again, but still the lever would not go down all the way. The device was removed from the artery with difficulty. Upon inspection of the device after removal, it was reported that "the foot looked normal when it was out of the patient, there were no pieces missing." There was no evidence of an arterial tear. Closure of the arteriotomy was achieved with manual compression. There was no report of adverse patient effect.